Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) was "high," however, specific bg value was not provided. A system check with tandem customer technical support (cts) confirmed that the pump and cartridge functioned as intended and the occlusion was located in the infusion set site. Customer did not respond to multiple contact attempts from cts to obtain additional information.